Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s prior ilet algorithm could not be transferred to a replacement ilet, and the patient experienced hypoglycemia overnight after making a dinner meal announcement earlier in the evening and consuming only water thereafter. Symptoms included low blood glucose. Outcomes included use of oral glucose for treatment. Investigation included customer-service troubleshooting and education regarding device use and glycemic management. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.